Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure was not confirmed, therefore a root cause could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported an e216 endoscope communication error code was received when using the bronchovideoscope. The event occurred during preparation for use. There were no reports of patient involvement.